Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the screw and washer fell from cover into sterile field. Review of the log file showed voltage error and the customer was advised to check the dc power supply. The fse installed back the screws on the cover and tightened the screws. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a screw and plastic washer fell from the c-arm banana cover into the sterile field. The system was in clinical use. There was no reported patient or user harm. The doctor found the parts after the procedure. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.